Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generator (ipg) implantation after lead extraction for cardiac implanted electronic device infection. The article reports complications related to the leadless ipg implant which included one hematoma at the femoral puncture site and one atrioventricular (av) fistula at the femoral puncture site. Both patients were treated conservatively, and the issues resolved without surgical intervention or prolonged hospitalization. There was another patient who developed pacemaker syndrome and received an upgrade to a cardiac resynchronization therapy pacemaker (crt-p) approximately one year post leadless ipg implant due to worsening heart failure symptoms potentially due to av dissociation and frequent right ventricular (rv) pacing. The status/disposition of the devices is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1vr01-delsys / expiration date: unknown / serial#: unknown / UDI #: (B)(4) /device available for evaluation: no dev rtn to MFR? No / mfg date: unknown / device available for evaluation: yes. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation after lead extraction for cardiac implanted electronic device infection. Journal of cardiovascular electrophysiology. 2022;33:464¿470. Doi: 10.1111/jce.15363. If information is provided in the future, a supplemental report will be issued.